Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle went through bd insyte¿ autoguard¿ bc shielded IV catheter. This was discovered during use. The following information was provided by the initial reporter: recently, there's been a big problem with IV catheter placement. The needle locks on the device, making it impossible to place the catheter and when it is removed, the catheter is bent or even drilled with the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-24. H6: investigation summary: bd received fourteen unused 22 gauge insyte autoguard blood control units from lot 0069798 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Each unit was inspected and found to be within product specifications. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that the needle went through bd insyte¿ autoguard¿ bc shielded IV catheter. This was discovered during use. The following information was provided by the initial reporter: recently, there's been a big problem with IV catheter placement. The needle locks on the device, making it impossible to place the catheter and when it is removed, the catheter is bent or even drilled with the needle.